Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The ipg was believed to be very shallow. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The ipg was believed to be very shallow. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.